Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to the attachment being damaged by tool contact. On follow-up it was noted that this was identified during a routine in-service visit and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."